Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker output was at 6 volts for 6 weeks. Moreover, right ventricular (rv) output was programmed to auto and threshold at 1.1 volts. This device longevity was then changed to 6.5 years and recently back at 2.5 years with 232 percentage of power usage. Boston scientific technical services (ts) discussed initial estimate after programming change but now battery trying to factor in what it has used and what it will use with new settings, which can take several weeks to adjust and recalculate. Ts advised to monitor device battery as it will update calculation over time but noted that this device battery was impacted by many weeks at high output. Subsequently, this device has been explanted due to right ventricular lead fracture and the patient was suffering from symptomatic heart failure. Patient upgraded to medtronic device with left bundle branch area pacing. No additional adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker output was at 6 volts for 6 weeks. Moreover, right ventricular (rv) output was programmed to auto and threshold at 1.1 volts. This device longevity was then changed to 6.5 years and recently back at 2.5 years with 232 percentage of power usage. Boston scientific technical services (ts) discussed initial estimate after programming change but now battery trying to factor in what it has used and what it will use with new settings, which can take several weeks to adjust and recalculate. Ts advised to monitor device battery as it will update calculation over time but noted that this device battery was impacted by many weeks at high output. Subsequently, this device has been explanted. No additional adverse patient effects were reported.